Event description:
Description from the customer: "customer stated unit fails to heat properly. This was discovered during setup, no patient involvement." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). A maquet field service technician investigated the unit and could not duplicate the symptom. The technician performed full functional verification. All tests were performed successfully.